Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Event description:
Materials#: 305757 batch#: 2341255. It was reported by the customer that instant blockage when trying to administer medicine through needle. Verbatim: instant blockage when trying to administer medicine through needle.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection per mqa-052/a and visual inspection on clogged needle at the assembly in-process inspection per mfg-043/I. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received. H3 other text : see h10 manufacture narrative.

Event description:
Materials#: (B)(4) batch#: 2341255 it was reported by the customer that instant blockage when trying to administer medicine through needle. Verbatim: instant blockage when trying to administer medicine through needle.